Manufacturer narrative:
The information contained in MDR 3012307300-2019-07432 was found to be duplicate information that was submitted under a different MDR number. Please see MDR 3012307300-2019-07116 for all initial and possible supplemental information pertaining to this device.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-ms 3 ambulatory infusion pump was cracked near the cartridge cap and that the broken piece was inside the cartridge chamber which may have contributed to the pump not delivering correctly. It was reported that the patient noticed some liquid in the chamber "which today is now a white powdery film." Per reporter, patient stated having pain and itching at the site after switching to their "good" pump. It was also reported that the patient experienced some nausea but "thought it was due to eating spicy foods." The pump was subsequently replaced, and they did have a backup pump to continue with infusion. The pump was being used to treat pulmonary arterial hypertension. It was reported that the medication was administered continuously via a subcutaneous route. Additional information was received from the reporter stating that the patient is now "well." No additional adverse effects were reported.